Event description:
Rate alarm on monitor went off. Pt was found to be in wide complex third degree av block and not paced. Pt speaking and had adequate bp. Connecting cable between pacing generator and electrode found broken in half. Pt had been agitated and perhaps pulled on cable. Cable replaced and pt then had capture on pacemaker. No adverse outcome.